Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that during surgery a scratched iol was noticed. The lens was implanted and removed during same procedure and surgery completed on same day. Additional information has been requested and received stating that there was no patient harm.